Event description:
It was reported that the device came apart before a procedure. No patient involvement, delay, medical intervention, or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.

Event description:
No new information.